Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient in the nicu was receiving morphine sulfate 500 mcg/ml at 0.068 ml/hour, which was 10 mcg/kg/hour. The nicu routinely checks and clears the volume infused every hour. The hourly volume infused values on the device read accurately all day until 1700, and then the volume infused was no longer visible. The customer later clarified by stating no longer visible, the nurse most likely meant the volume infused was less than predicted, not that the field on the screen was blank. At 1720 the log shows the volume infused would have been displayed as 0.01 ml, which was not the predicted amount. The customer states that given the low infusion rates in the nicu, and that the volumes are cleared every hour, they have seen volumes infused round to 0.00 ml before, but they do not know why the predicted value didn't show this time. The customer would like it noted that in the event logs, the volumes infused decreases and they believe this is due to the patient side occlusion alarms as well of the use of the pressure disc tubing, and they are not concerned about the volume decrease. In seq, 79 in the event log, the vi increased by .03 ml in 13 seconds, and the customer would also like to know if this is within normal limits, or if there was a malfunction. There was no patient harm. The customer reports conflicting information stating they suspect an under infusion, and also stating they don¿t think there is anything wrong with the devices, but they want confirmation.

Event description:
The customer reported a patient in the nicu was receiving morphine sulfate 500 mcg/ml at 0.068 ml/hour, which was 10 mcg/kg/hour. The nicu routinely checks and clears the volume infused every hour. The hourly volume infused values on the device read accurately all day until 1700, and then the volume infused was no longer visible. The customer later clarified by stating no longer visible, the nurse most likely meant the volume infused was less than predicted, not that the field on the screen was blank. At 1720 the log shows the volume infused would have been displayed as 0.01 ml, which was not the predicted amount. The customer states that given the low infusion rates in the nicu, and that the volumes are cleared every hour, they have seen volumes infused round to 0.00 ml before, but they do not know why the predicted value didn't show this time. The customer would like it noted that in the event logs, the volumes infused decreases and they believe this is due to the patient side occlusion alarms as well of the use of the pressure disc tubing, and they are not concerned about the volume decrease. In seq, 79 in the event log, the vi increased by .03 ml in 13 seconds, and the customer would also like to know if this is within normal limits, or if there was a malfunction. There was no patient harm. The customer reports conflicting information stating they suspect an under infusion, and also stating they don¿t think there is anything wrong with the devices, but they want confirmation.

Manufacturer narrative:
The customer¿s report of a possible under infusion was not confirmed or replicated. The report of no volume infused (vi) being displayed on the pcu screen was determined to be associated with negative values exhibited for the vi as noted in the system logs. Based on review of the pcu event log, the negative vi values were a result of the back off safety feature activating when a patient side occlusion occurred. Morphine was infusing at 0.068ml/hr as reported. At 5:00 pm on (B)(6) 2018 the vi per the log was 0.0255ml. At 5:01 pm after a patient side occlusion alarm the vi was negative 0.0104ml. When negative values for volume infused occur following the back off feature, the pcu will display a blank total volume infused. The back off safety feature enables the motor to reverse the plunger movement during an occlusion until the pressure returns to preocclusion levels, subsequently reducing unintended bolus flow automatically to avoid an adverse effect to the patient. The customer's report of the 0.03ml increase in the volume infused, occurring between 5:01:26 pm and 5:01:39 pm was observed in the log and confirmed as a decrease in volume infused rather than the reported increase in volume infused. The user review of the log shows the volume infused values were interpreted as 0.0104ml at 5:01:26 pm and 0.0404ml at 5:01:39 pm. However, these values are actually negative values (-0.0104ml and -0.0404ml). Results indicate a decrease of 0.03ml volume infused. Functional testing was performed and the syringe module was operating as intended, within specification. The root cause for the reported possible under infusion was a misperception of the function of the back off feature and the related volumes infused. During patient side occlusion events, the volume infused reverted back to preocclusion values, which was interpreted by the user as an under infusion of fluid.

Event description:
The customer reported a patient in the nicu was receiving morphine sulfate 500 mcg/ml at 0.068 ml/hour, which was 10 mcg/kg/hour. The nicu routinely checks and clears the volume infused every hour. The hourly volume infused values on the device read accurately all day until 1700, and then the volume infused was no longer visible. The customer later clarified by stating no longer visible, the nurse most likely meant the volume infused was less than predicted, not that the field on the screen was blank. At 1720 the log shows the volume infused would have been displayed as 0.01 ml, which was not the predicted amount. The customer states that given the low infusion rates in the nicu, and that the volumes are cleared every hour, they have seen volumes infused round to 0.00 ml before, but they do not know why the predicted value didn't show this time. The customer would like it noted that in the event logs, the volumes infused decreases and they believe this is due to the patient side occlusion alarms as well of the use of the pressure disc tubing, and they are not concerned about the volume decrease. In seq, 79 in the event log, the vi increased by .03 ml in 13 seconds, and the customer would also like to know if this is within normal limits, or if there was a malfunction. There was no patient harm. The customer reports conflicting information stating they suspect an under infusion, and also stating they don't think there is anything wrong with the devices, but they want confirmation.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.